Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed 1 low flow event; however, a specific cause could not conclusively be determined through this evaluation. The log file contained low flow alarms when the estimated flow dropped below a threshold of 2.5 lpm. The pump speed remained above the low-speed limit for the duration of the log file. The patient remains ongoing on heartmate 3 lvas and no further related events have been reported at this time. Heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. It also addresses suction events and states pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 5 months 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was admitted for a possible gi (gastrointestinal) bleed and reported experiencing low flows last week. The manufacturer's technical service representative reviewed the log file and observed a low flow with high pi reading on (B)(6) 2019. The low flow was believed to be related to gi bleed, and the cause of high pi reading is unknown. The patient was given 1 unit of packed red blood cells. The patient is currently stable with low inr goal, and hemoglobin and hematocrit level are being monitored.